Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. It was noted that the left lead contacts were all elevated and non-functioning. The patient will also undergo a lead replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient wanted an MRI system. The patient will undergo an ipg and leads replacement procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician's preference. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an ipg replacement procedure.